Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the past. The customer declined to troubleshoot the issue and did not provide further information. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.